Manufacturer narrative:
H6; code 100: articulation slide was found to be disconnected from the driver. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: articulation, no; cartridge batch number, ckw0322; precock functional, yes; rotation, yes; staple count, 4; and swivel, yes. Functional tests & results: cycled the instrument, yes; and test cartridge batch number, na. Anlaysis conclusion: based upon the inquiry info received, the visual examination and the functional test, no conclusion could be reached as to why the reported instrument "jammed" during surgery. The instrument was received with no staple in the nose and with the articulation clamshell sleeve severly damaged. The instrument was observed to be hard to articulate and would not completely articulate when attempted. The instrument was cycled, fired, and properly formed the remaining 4 staples without incident. The instrument was disassembled and the articulation slide was found not be be connected to the driver, which was due to an assembly error. No conclusion could be reached as to how the articulation clamshell sleeve had become damaged. The appropriate engineering and mfg personnel have been notified of this incident and product inquiry will monitor for additional occurrences. The articulation clamshell sleeve and articulation assembly may become damaged or compromised, if the unit it not articulated to zero degrees when removed from the trocar. Co strives to understand each incident as it occurs in order to continuously improve co's products.

Event description:
It was reported the device was used during an unk procedure. It was reported by the affiliate that the device jammed. There was no pt consequence.